Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, disability and metallosis.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical record, patient was revised to address trunnionosis with metal-on-metal wear debris and early pseudotumor with significant synovial debris and tissue necrosis with debris of the anterior femur. Revision notes reported that pseudotumor and trunnionosis was identified with metal deposition and synovitis. Trunnionosis was identified with significant debris within the head itself as well as minor damage to trunnion. Findings consistent with meallosis related to trunnion wear. This was felt to be related to trunnion corrosion which could directly identified. These were grade 2/3 changes. After removing the cup, there was a minimal bone damage.